Manufacturer narrative:
Product event summary - the device was returned, analysis performed and no anomalies were found. Performance data was also collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement. Concomitant products: 4469 lead, implanted (B)(6) 2006.

Event description:
It was reported that the patient fell directly on their device and an alert sounded. The right ventricular lead was then found to have high impedance, oversensing and a confirmed fracture. The lead was explanted and replaced. During the lead removal, the longevity of the device indicated that is was nearing possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.